Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer was vomiting. It was indicated that the customer did not change the set to try and resolve hbgs. Troubleshooting was performed and the pump passed the functional tests. The contact was educated on the two hbg rule.